Manufacturer narrative:
Additional narrative: the device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that approximately 5mm of the proximal end of a g1 cutter had broken off in the assembly preventing a cutter from being secured. Therefore, the reported condition was confirmed. It was determined that the cause for the broken cutter was operator error at the customer site. It was determined that the customer may be using an incorrect method. It was determined that it was likely due to the cutter's having been forcibly removed prior to raising disconnected sleeve. The assignable root cause was determined to be due to user error / abuse and possibly misuse. If information is obtained that was not available for the initial medwatch, a supplemental medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair/pre-testing, it was observed that the attachment device failed cutter insertion. During in-house engineering evaluation, it was observed that the cutter was fractured. The event was not related to surgery. There was no patient involvement. There were no injuries, medical intervention or prolonged hospitalization reported about this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.